Event description:
This is being conservatively filed due to air noted during device use. It was reported that on (B)(6) 2022, the patient presented with functional mitral regurgitation (mr) grade 3. During the case they had been noticing that there was air getting into the system and they were not sure if it were coming from the guide, they continued to proceed with the case. One mitraclip had been implanted, reducing the mr to grade 1. Once the guide was removed from the anatomy, they did an investigation on the guide, and came to the conclusion that it was the extension tubing that was connected to the guide causing an issue. There was no air embolism that was found. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was discarded and will not return for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported leak appears to be related to procedural condition. The reported air entering the anatomy appears to be due to the reported leak. Air embolism is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstances as no treatment was provided for the reported air embolism. Based on the information reviewed, there is no indication of a product issue with respect to manufacture, design or labeling.b1-adverse event selected b2-other serious selected h1-report type updated to serious injury h6-health effect codes 4582 and 2199 removed

Event description:
Subsequent to the previous report, the additional information was received:air was in the anatomy. No additional treatment was provided.